Manufacturer narrative:
Investigation summary: a mp1000-c china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045840. The feedback provided by the customer suggests an occlusion was detected in an unknown indwelling needle that a maxplus was connected to; furthermore the indwelling needle was confirmed to be occluded when the maxplus was disconnected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045840 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode of the maxplus product.

Event description:
It was reported that the bd maxplus¿ needleless connector was blocked during the infusion. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient was given an infusion. After connecting the infusion set with a transparent needle-free connector... The liquid did not flow out. After the connector was removed, the indwelling needle was used to puncture the patient again. The intravenous indwelling needle... Still does not produce fluid, and this phenomenon does not occur after replacing the indwelling needle with a new one, causing no obvious harm to the patient. This adverse event was reported."

Event description:
It was reported that the bd maxplus¿ needleless connector was blocked during the infusion. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient was given an infusion. After connecting the infusion set with a transparent needle-free connector. The liquid did not flow out. After the connector was removed, the indwelling needle was used to puncture the patient again. The intravenous indwelling needle. Still does not produce fluid, and this phenomenon does not occur after replacing the indwelling needle with a new one, causing no obvious harm to the patient. This adverse event was reported."

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.